Event description:
It was reported PICC inserted (B)(6) 2022 in the left arm, basilic vein with 1 attempt. Placement confirmed with 3cg. On (B)(6) patient was diagnosed with a left dvt in left subclavian, basilica and upper brachial veins. Patient started on oral anticoagulation treatment which would be re-evaluated when he completed chemotherapy treatment. On (B)(6) patient seen in facility for worsening symptoms of dvt and was started on fragmin.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1206 showed no other similar product complaint(s) from this lot number.